Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that the device was unable to be interrogated. When the programmer head was placed over the device, a steady tone was heard and when find patient was selected, the status searched, but found no identification (ID) of the device. A wireless telemetry session was also unable to be established. It was noted that the battery voltage at the last interrogation was normal and the patient is not routinely paced. A second programmer will be tried and the device remains in use. No patient complications have been reported as a result of this event.